Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the log file for the day of treatment shows no relevant error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The log file shows twenty-nine successfully performed treatments. The user performed the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The treatment for the right eye was performed successfully without interruption. The user performed an energy check before this patient. No technical problem can be identified during log file review. The root cause could not be identified conclusively; however, no technical malfunction can be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient that received refractive treatment from another physician approximately four months ago and thinks the patient could have a decentered treatment. The doctor is considering a new treatment to help the patient. Additional information has been requested.